Event description:
Short term memory problems, depression, headaches, diarrhea, constipation, sleep problems, night sweats, dry vagina, choking sensation at night, arthritis in joints - back and legs, feet, hands, elbow joint swelling, pain and stiffness, muscle fatigue, swelling of fingers, skin rashes from waist down breast burning, throbbing, fatigue, general aching/stiffening, skin hardening, fingers cold and numb.